Manufacturer narrative:
The lead was explanted.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Technical services (ts) discussed troubleshooting options. Additional information received indicates that this ra lead was no longer capturing and the ra was surgically abandoned and replaced, while the pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains in service.